Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that in (B)(6) 2017 he had the ins implanted to end his migraines. The patient reported that he noticed 3 things and wondered if they were common ¿side effects.¿ the patient reported that at first, they thought the top of his hair was white due to dry shampoo after the surgery and then they learned that instead the hair on the top of his head had turned white ¿ unlike grey on the sides and back. The patient reported that he no longer had static electricity, like prior to surgery. The patient reported that on at least 2 occasions people had witnessed a spark and nothing now. The patient also reported that his face was no longer symmetrical and one side looked like it was ¿flexed.¿ the patient reported that his device was functioning properly and he was having no complication or malfunctions. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-feb-05. It was reported that the spark, the patient¿s hair changing color, and their face being asymmetrical was first noticed during the six weeks following the surgery on (B)(6) 2017. There were no known circumstances that might have led to the reported issues other than the surgery. There were no steps taken to resolve the issues, the issues had not resolved, but the patient was enjoying being migraine free. There were no further complications reported or anticipated.